Manufacturer narrative:
The lot was manufactured between 05, jan, 2018 - 06, jan, 2018. The device was received for evaluation. During visual inspection using the naked eye, a hole was observed in the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink continu-flo solution set had a hole when unspecified maintenance fluid was being hung. This was noted prior to use. There was no patient involvement. No additional information is available.